Event description:
It was reported to philips healthcare that the heartstart xl was not working reporting a faulty battery. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.